Event description:
It was reported the video system center adapter on the light source where it screws onto the end of the scope, the end piece came loose and fell off into the light source machine. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be identified. However, it is presumed that the end piece came loose and fell into the light source machine due to a worn light guide connector. Additionally, the failure may have been caused by factors such as fatigue from repeated operation or damage from strong external shocks, leading to the malfunction. Olympus will continue to monitor field performance for this device.